Event description:
Complainant alleged that staff of the pediatric intensive care unit was attempting to defibrillate an 18 yr old male pt with muscular dystrophy. They allege that the paddles arced when the staff discharged the device on the pt. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.